Event description:
Caller reported an occlusion alarm. There was not reported impact to the customers blood glucose level. Customer was informed to replace the cartridge and infusion set independently, as troubleshooting was not continued.